Manufacturer narrative:
Based on review of the logs and videos of the procedure, no systems faults or system abnormalities were observed during the procedure itself. The root cause of the reported event cannot be traced to monarch, as the system functioned as expected. A review for similar complaint shows the reported issue is a known issue however the root cause is specific to each individual case. A review of the device history record (DHR) was performed. There are no reports of nonconformance that relate to the reported incident.

Event description:
It was reported that during a diagnostic monarch bronchoscopy procedure, bleeding was detected during the biopsy, and the system was removed from the patient. The physician used a manual scope to suction blood and a blood clot from the lung. The procedure was aborted and the patient was transferred to the ICU where a pneumothorax was detected. The patient was treated with a chest tube and remains in the ICU. There was no difficulty experienced during the biopsy and there were no reported device issues related to this event.